Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Visual inspection of the device found water ingress in the internal components. The evaluation determined that the device failure to recognize the internal battery and the error message were due to water damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize its internal battery and displayed a ¿battery lost communications¿ error. There was no patient injury reported as a result of this incident.